Event description:
It was reported that a user experienced hyperglycemia while using the ilet, with a highest recorded glucose of 311 mg/dl on a dexcom g7 and an out-of-range duration of approximately two hours, and the agent guided the user through a steel contact detach supply change (23-inch, 6 mm) after which insulin delivery resumed and glucose began to correct. Symptoms included no reported clinical manifestations. Outcomes included no need for outside assistance and no medical intervention or hospitalization. Investigation included complaint intake review and troubleshooting with user education. Investigation of this case revealed that the event aligned with hyperglycemia of unclear cause; no device malfunction was confirmed, and correction occurred after a supply change. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.